Manufacturer narrative:
Event code "1401" was recorded on a total of 11 occasions between 19:13pm on 02 (B)(6) 2021 and 16:04pm on (B)(6) 2021 when bottles 1 (formalin), 4 (ethanol), 6 (ethanol), 9 (ethanol), 15 (cleaning xylene) or 16 (cleaning ethanol) were each not in contact with the corresponding sensor for less than the minimum time configured period of 20 seconds, with the station properties being reset and a user affirming in the graphical user interface (gui) that the reagent concentration for each bottle was to be set to the default value in each instance. The actual reagent concentration in each instance would have remained unchanged because each of these bottles was not removed from the instrument for sufficient time to replace the reagent. Following the use error when replacing the reagent in bottles 4 (ethanol), 6 (ethanol) and 9 (ethanol) between 15:44pm and 10:06pm on (B)(6) 2021, the "routine 8hr" protocol comprising 289 cassettes was started in retort a at 01:16am on (B)(6) 2021. This protocol failed at 03:55am on (B)(6) 2021, which was prior to the commencement of step 7 (final dehydration step) of the protocol, because there was no ethanol station(s) available to complete this processing run. The instrument functioned as designed when the instrument density meters locked bottles 4 (ethanol), 6 (ethanol), 9 (ethanol) between 03:51am and 03:54am on (B)(6) 2021, thus preventing use in a processing protocol because the measured the ethanol concentration in these bottles was not in the expected range. In the circumstance that the concentration of a reagent does not match the concentration value recorded for that bottle on the reagent stations screen, the bottle is locked and a warning symbol is superimposed over the corresponding icon on the status screen. Section 5.3.2 of the leica histocore peloris 3 premium tissue processing system user manual also contains the following warning: "ensure that you set the station state to the actual condition of the station. An incorrect reagent station state may cause fluid leaks or abandoned processing runs." Section 5.4.4 of the leica histocore peloris 3 premium tissue processing system user manual also contains the following warning: "always change reagents when prompted. Always update station details correctly. Never update the details without replacing the reagent. The regimen used to the regimen used to continue processing of the patient tissue samples in the 289 cassettes from the routine 8hr" protocol started in retort a at 01:16am on (B)(6) 2021, which failed at 03:55 on (B)(6) 2021, was not provided. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant could not be determined from the information available. The root cause of the "white powdery residue on their baskets" as reported by the complainant was a use error. Specifically, manual replacement of the reagent in bottles 15 (cleaning xylene) and 16 (cleaning ethanol) was not completed in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica histocore peloris 3 premium tissue processing system user manual. This use error would have resulted in cleaning of the retorts and baskets being sub-optimal.

Event description:
The complainant contacted leica biosystems in relation to histocore peloris 3 rapid tissue processor (B)(4) and the following information was documented: "inadequate tissue processing...blocks processed on their 3 peloris on (B)(6) were inadequate due to incorrect change of reagent. Roughly 3500 cassettes were affected." On 24 september 2021, the leica technical specialist-core histology received information that "the pathologists at customer site did not finish reviewing all the slides from the affected runs at the time." On 02 october 2021, leica biosystems (B)(4) received the following information from the leica technical specialist-core histology in relation to the patient impact/outcome for the cases involved in this event: "29 cases were not diagnosable and re-biopsy was recommended for most of these cases." The leica technical specialist-core histology requested an identifier, age or date of birth and gender for each of the 29 undiagnosable cases from the complainant on 04 october 2021 by email and 07 october 2021 by telephone voicemail. On 15 october 2021, leica biosystems (B)(4) received the following information provided by the complainant from the leica technical specialist-core histology: (B)(6). On 16 october 2021, leica biosystems (B)(4) received the following further information from the leica technical specialist - core histology: "the customer finally replied to my last email stating that they will have to check with legal to see if they can release patient information."